Event description:
An ultraflex covered ng esophageal stent was placed in 2008 for a distal esophagus cancer with stenosis in a male pt. According to the complainant, three mos after the stent was implanted, the "pt went to the hosp with pain and bleeding." The physician attempted to trim the stent with no success as there was an unk defect to half of the stent; therefore, the stent was removed. "In the area of the proximal tulip (stent flare) where the stent had become partially ingrown, capillary secondary bleeding was stopped with an argon (laser). The pt was placed on "IV-antibiotics with rocephin (and) clon (t)." At the conclusion of the procedure, the pt's condition was reported as "fine". Despite several attempts, no further info was rec'd regarding the unk stent defect.

Manufacturer narrative:
The suspect device has been rec'd, but an eval has not been completed. Therefore, a failure analysis is not available, and the cause of the event is unk. A search of the complaint database revealed that no add'l complaints have been reported for the lot. The february 2008 15-month ultrafelx esophageal stent prod family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted.